Manufacturer narrative:
Insulin pump passed functional test including prime, displacement, rewind, basic occlusion, and excessive no delivery alarm test. Crack reservoir tube lip, cracked battery tube threads and cracked reservoir tube noted during visual inspection.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 700 mg/dl. The customer reported having symptoms of vomiting, difficulty breathing, and diarrhea. The customer was wearing the insulin pump at the time of hospitalization. Customer requested that their insulin pump be replaced due to this being the third time that they had high blood glucose levels. Troubleshooting was declined. No significant event leading up to the incident was mentioned.